Event description:
It was reported that the patient was unable to adjust stimulation. It was discovered that the patient¿s stimulation was off and once turned back on she could adjust it. The patient was trying to adjust stimulation because she lost relief four to five months ago. The patient stated that she had an x-ray ¿last fall¿ and it showed a ¿couple of wires were detached and it was not where it was supposed to be.¿ the patient¿s healthcare provider (hcp) told her that it was fine as long as she could feel the stimulation. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v796194, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).